Event description:
The customer reported being hospitalized for high blood glucose of 1000mg/dl. The customer stated that he was trying to contact his doctor because he does not know how to treat manually his diabetes. The customer stated that he inserted a new infusion set, and on his way home he tested his blood glucose and his glucose level went up to 400mg/dl. The customer also stated that the device failed the battery test. The customer requested an insulin pump replacement. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.